Manufacturer narrative:
(B)(4). Unit powered up properly after battery installation. No blank display was noted. Unit received a failure of flash memory alarm followed by a new software release detected alarm due to moisture damage on the electronic assembly. Also, moisture damage was noted on the motor and vibrator during visual inspection. Unable to perform operating currents, self test, unexpected restart error, rewind test, basic occlusion test, occlusion test, prime, excessive no delivery test or displacement tests due to the failure of flash memory and new software release detected alarms. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown at the time of the incident. The customer states water was spilt on the insulin pump. The insulin pump alarmed and the alarms were not resolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.